Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) software restarts by itself when they try to print strips, and it takes 3 tries to get back into the software. No patient harm reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the central nurse's station (cns) software restarted by on its own when trying to print strips, and it took 3 tries to get back into the software. No patient harm was reported. The customer sent this unit in for a repair. Service requested / performed: evaluation / repair: on (B)(6) 2020, the nihon kohden america repair center (nka rc) noticed no physical damage. Upon rc evaluation, the reported problem was duplicated. Nka rc found both hard drives to be degraded. The following malfunctioning parts were recognized and replaced to resolve the issue: hard drives # 9000063437. The unit was tested per the operator's/service manual and the results were recorded on the maintenance check sheet. The unit completed 24 hours of extended testing and operated to the manufacturer's specifications. The repaired unit was sent to the warehouse on 07/07/2020 and scanned into good stock. Investigation summary: the root cause for the reported issue is considered to be hard drive corruption. Sudden power outages, power surges, abnormal shutdowns or viruses, complete system crash and updating errors, all of these could cause corruption of files. The overall risk of this event is medium. The reported issue does not require further investigation through CAPA process. Per the attached hha, risk mitigation factors are acceptable, and the residual risks are acceptable. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: a2 - a6. Additional device information: d10 concomitant medical device: the following device(s) were used in conjunction with the cns: gz transmitters:: model #: gz-130pa. Serial #: ni. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H3 device evaluated by manufacturer? H6 event problem and evaluation codes. H10 additional manufacturer narrative.

Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) software restarts by itself when they try to print strips, and it takes 3 tries to get back into the software. No patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: concomitant medical device: the gz-130pa telemetry transmitters were being used in conjunction with the cns, but no serial number information was provided by the customer.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) software restarts by itself when they try to print strips, and it takes 3 tries to get back into the software. No patient harm reported.